Event description:
The extraction bag was used in a robot-assisted total prostatectomy. When prostate was removed from umbilical region the wound was narrow so that the bottom of the bag broke when the user applied force. The prostate fell in the patient but it was secured with forceps. The user could not withdraw the prostate by forceps because the wound was narrow. Therefore, he/she extended the wound by an electric knife withdraw the prostate and sutured. The surgery was completed successfully.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The defective device was returned for examination. Reported defect can be confirmed. One hole/rupture was found in the bottom part of memobag. The root cause of this complaint was determined as undetermined/unknown. The defect was probably caused by use of excessive force (the foil around the hole is stretched/taut) which led to the rupture of the bag. However, this probable variant is not supported by the finding that the closure wire was not detached from the bag and both eyes of closure wire are not damaged. As the root cause of this complaint was determined undetermined/unknown, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
The extraction bag was used in a robot-assisted total prostatectomy. When prostate was removed from umbilical region the wound was narrow so that the bottom of the bag broke when the user applied force. The prostate fell in the patient but it was secured with forceps. The user could not withdraw the prostate by forceps because the wound was narrow. Therefore, he/she extended the wound by an electric knife withdraw the prostate and sutured. The surgery was completed successfully.